Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.gold reciproc does not work properly. No injury. Further information requested.

Manufacturer narrative:
Additional information received: we received the updated information; it was impossible to activate the apex locator. No treatment was done. Based on this statement-> the complaint has been downgraded in non-serious and non-reportable. Please disregard the initial report. This is a follow up report for this additional information. Correcting this report from serious/reportable to non-serious/not reportable. Please disregard the initial report. This is a follow up report for this corrected information,